Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (scope communication error), occurred by breakage of circuit board at the scope connector due to water invasion. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera elite bronchovideoscope had an e315 scope communication error. The patient was not under sedation at the time of the event. The procedure was completed. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the scope connector was immersed due to fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.